Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was 124 mg/dl at the time of incident. The insulin pump will not be returned for analysis.